Event description:
On (B) (6) 2009, the pt reported the up and down buttons on her insulin infusion device are not responding to presses. She said she changed the device battery but the buttons continued to be non responsive. She stated the buttons pop up when pressed. Her device has not been dropped or exposed to water. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.